Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify any other similar incidents reported from this lot. All available information was investigated and the cause for reported difficulty grasping leaflets and slda could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report that the clip detached from one leaflet, requiring intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced however grasping was difficult therefore the physician requested to raise the positive end-expiratory pressure (peep) in order to bring the leaflets closer together for better grasping. After successful grasping, the peep was lowered abruptly. During deployment and lock line removal it was noted the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment (slda)). Another clip was implanted to stabilize the slda clip, reducing mr to <1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.